Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 01/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during investigation, the keypad was unresponsive due to moisture damage on the display board. The audio bolus button was able to be tested. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the button contacts.